Manufacturer narrative:
510k: this complaint against the entire set and not against the individual device. Therefore the UDI number and 510-k number is not available for entire set complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Physical manufacturer is unknown for the entire set. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the courier delivered the 2.4mm va-lcp distal radius system set to the hospital on the correct surgery date of (B)(6) 2018. But on the paper, he signed it in for the surgery date of (B)(6) 2018. This delayed the sterilization process of the instrument set for the procedure for (B)(6) 2018, to the point where the surgeon could not wait for the process to be completed. The resident doctor then chose to go with instruments from another vendor. The patient was wheeled into surgery during this time and was in the process of going under anesthesia. Anesthesia was not yet complete when the change in instruments was made. The surgery was an initial open reduction and internal fixation of an elbow fracture. Surgery was successfully completed with no patient harm. There was no surgical delay. He has no patient information and no additional information on this case. There were no reported malfunctions with any of the synthes devices. The instrument set was sent back to a company field stocking location on (B)(6) 2018. This report is for an unknown 2.4mm va-lcp distal radius system set. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial medwatch (mwr (B)(4)) was inadvertently submitted with incorrect date. The correct date is 4/5/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.